Event description:
It was reported that the user contacted support for a low sensor glucose value of 40 mg/dl with no fingerstick available, no reported symptoms, and recent ingestion of four glucose tablets while noting that carbohydrates take time to act. Symptoms included urgent low glucose. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education. Investigation of this case revealed an adverse event of hypoglycemia with cause unclear, with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.